Manufacturer narrative:
D4. Catalog and serial corrected.

Manufacturer narrative:
The patient had received an impella at (B)(6) hospital for initial treatment of cardiogenic shock. Subsequently, the patient was transferred to the (B)(6) hospital for further care for a bypass operation. There, during admission and even before the bypass operation during diagnostics, it was found that the patient had a damaged support apparatus of the mitral valve. During the case review at the (B)(6) hospital then informed that it also cannot be ruled out that the infarction could be the cause. The affected coronary vessel was the one that supplied the papillary muscle, which was damaged and also caused the mitral valve insufficiency.

Event description:
An impella cpsa c9 device was inserted into the right femoral artery in a 65-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, prior to initiation of support. During the procedure, there was potential injury of the mitral valve of unclear origin. The physician was unsure if the injury was due to the myocardial infarction or impella related. After 16 hours on support, the device was removed. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 2.6l/min as intended. Cardiac injury is listed as a potential adverse event, and consistent with known device-related, patient-related factors and/or can be attributed to user technique.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the positioning issue was not determined due too insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information was received that the patient had received an impella at an outside hospital for initial treatment of cardiogenic shock. Subsequently, the patient was transferred to the current hospital for a higher level of care for a bypass operation. During diagnostics for the bypass operation, it was found that the patient had a damaged support apparatus of the mitral valve. The physician reported that it could not be ruled out that the infarction could be the cause of the mitral valve injury the affected coronary vessel was the one that supplied the papillary muscle, which was damaged and also caused the mitral valve insufficiency. An impella cpsa c9 device was inserted into the right femoral artery in a 65-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, prior to initiation of support. During the procedure, there was potential injury of the mitral valve of unclear origin. The physician was unsure if the injury was due to the myocardial infarction or impella related. After 16 hours on support, the device was removed. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 2.6 l/min as intended. Cardiac injury is listed as a potential adverse event, and consistent with known device-related, patient-related factors and/or can be attributed to user technique.